Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a surgical procedure, the plastic clip on the photon blade broke and was immediately removed from the surgical site. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the plastic clip on the photon blade broke and was immediately removed from the surgical site. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.